Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported erosion was noted outside the flap margins on a patient's right eye post lasik. Patient noted discomfort. A bandage contact lens was placed on the eye and symptoms improved. Hundred percent epithelium coverage was noted post bandage contact lens use. Patient feels much better. Sodium chloride hypertonicity ophthalmic ointment is being used at bedtime to prevent recurrent corneal erosions from happening. Symptoms are noted to be resolved. Patient still is being managed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).